Manufacturer narrative:
H6: updated codes based on the results of the investigation. H11: updated based on the results of the investigation. Investigation summary: the root cause of the ¿system self check failure¿ was due to a power management circuit board failure. The root cause of the ¿battery failure alarm¿ was due to a depleted battery (failure).

Event description:
It was reported that during preventive maintenance an automated impella controller was booted up and generated a battery failure alarm and a system self check failure.

Manufacturer narrative:
The reported event did not involve patient use. Section a was left blank. The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.